Manufacturer narrative:
The customer stated that he found the power cord to be defective and after replacing it the battery started to charge correctly.

Event description:
The customer reported the battery will not charge. No patient involvement reported.